Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly as well as motor error. The customer's blood glucose was unknown at the time of incident. The insulin was shooting out while priming the insulin pump. The insulin pump also rejected new battery and also had concerns with delivery issue and battery life. Troubleshooting was not performed with the insulin pump. The device will not return for analysis.